Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in a zip lock bag without the label. There was no residue or biological contamination on the device. There were no signs of striations or any other damage on the device. The outside diameter of the shank measured 0.0574 inches. The outside sleeve diameter measured 0.06135 (+-.005) inches, and overall bur length measured 3.85 (+ -.010) inches (all measurement within specification). Functionally, the bur assembly locked into skeeter handpiece without any issues. While seated into handpiece bur ran at minimum 1000 rpm and showed no wobble. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the burs were wobbling. There was no patient involved.